Event description:
It was reported that the patient presented in-hospital after receiving a shock. Upon interrogation, several vf episodes were found due to noise on the a and v channels. Noise was not reproducible with provocation testing. Insulation anomaly due to lead-to-lead friction suspected.

Event description:
New information received stated that insulation damage was noted between the ring and rv coil. The lead was replaced.

Manufacturer narrative:
Lead was previously reported with serial number as (B)(4), on 11/08/2012 submission. This report notes the correct serial number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.